Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "reason for removal: deflation". This record is for the right side. Device has been explanted and replaced; it will be returned.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "reason for removal: deflation". This record is for the right side. Device has been explanted and replaced, it will be returned.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.